Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. A livanova field service engineer was dispatched the customer and replaced the defective stirrer motor. Performed functional tests and the unit has returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler system 3t displayed an error message associated to pump not starting (e05 code) and it was observed that the circulation motor was not working. The issue occurred during priming. There is no report of patient injury.